Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are exhibiting oil gel globules which are being pipetted up into the roche cobas pure analyzer. This is also resulting in failed qc and precision tests for lipase. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. The device history records could not be reviewed as the lot number is unknown. Complaints for sample quality are under statistical control for the month of may 2025. However, further clinical testing was indicated for the failure mode erroneous results-lipase. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-lipase) because the lot number is unknown. The affected lot/batch must be specified in order to perform clinical testing. Additionally, certain assays, in this case lipase testing on serum, are not validated in bd clinical laboratory protocols. This complaint has not been confirmed for the indicated failure mode: erroneous results-lipase and oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are exhibiting oil gel globules which are being pipetted up into the roche cobas pure analyzer. This is also resulting in failed qc and precision tests for lipase. No adverse impact was reported regarding the patient or user.